Manufacturer narrative:
The device was returned for analysis. A visual inspection found no damage or other abnormalities with the device. Evidence suggests a user related issue was the cause of the bleed.

Manufacturer narrative:
Additional information added to b5, h6 to capture device complaint for blue suture hub separation from the tuohy/repositioning unit connection.

Event description:
Additional information noted that the site found blue suture hub was separated from the tuohy/repositioning unit connection. The product damage contributed to the patient's blood loss.

Manufacturer narrative:
The impella device has been received and an investigation to this event is underway. Once the investigation has completed, a supplemental MDR will be filed with the results.

Event description:
The complainant reported a (B)(6) male presenting for hemodynamic support using the impella 5.0. During support, the patient endured blood loss of approximately 300ml. A nurse discovered the patient's access site bleed and was ultimately transfused with 2 units of blood products and escalated to venous-arterial ECMO.